Event description:
It was reported to philips that the device failed to recognize an installed battery and would subsequently fail to power up. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J2 had crunchy pins.

Event description:
It was reported to philips that the device failed to recognize an installed battery and would subsequently fail to power up. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.